Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided by the customer to quality for evaluation. The photos provided show the infusion sets identified in the complaint. A device history record review for model 2426-0007 lot number 20055405 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv had air in line errors. The following information was provided by the initial reporter: material no.: 2426-0007 , batch no.: 20055405. It was reported there has been an issue of "air in line" errors with the tubing and the alaris large volume pumps. In the past week or so we¿ve had an issue of ¿air in line¿ errors with the carefusion 2426-0007 tubing and the alaris large volume pumps. The tubing is correctly primed but gives constant ¿air in line¿ errors (usually as we are trying to start the infusion). This is a relatively new set for pch anesthesia as carefusion discontinued (hopefully temporarily) the burette sets that we had been using before. These air in line errors are causing us a lot of grief, however. I am somewhat suspicious of the lot as we did not notice this issue when we first switched over a couple of months ago.